Event description:
The patient reported that the up arrow button is intermittently unresponsive and needs to be pressed in a specific spot in order to elicit a response. She stated that she wears the pump underneath her clothing and occasionally cleans the pump with a damp cloth.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are unresponsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.